Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had the articular surface and tibial component revised after a knee arthroplasty due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown nexgen femur, unknown nexgen tibial tray. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of returned articular surface confirmed pitting , gouging ,discoloration and damage. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.